Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7086125.

Event description:
It was reported that the patient was experiencing surgical pain. The patient underwent a system explant procedure, and the explanted devices will not be returned, as they were discarded by the medical facility.